Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per subsequent e-mail, all the broken pieces were removed from inside of the patient. According to the report, the thirty-minute delay did not result in harm to the patient. However, since an s&n backup was not available, it was reported the procedure completed with a competitor device. Should additional medical information be provided, this complaint would be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that while attempting to loosen the guide bold, during an intertan nail procedure, the tip of the guide bolt wrench broke off. A delay of more than 30 minutes reported. No additional patient injuries reported. An s&n backup was not available and the procedure had to be completed with a competitor device.